Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. The customer was advised on how to reset the pump and followed the instructions provided by technical support. After the reset, the malfunction did not recur, and the customer was able to continue using the pump. Customer was advised to get in touch if the problem reappears, and they confirmed their understanding of this guidance.